Event description:
During a robotic assisted total laparoscopic hysterectomy, surgeon was having difficulty with the kii fios first entry trocar when it was discovered that it was cracked. Trocar was intact and no pieces were missing. Trocar was replaced and case was completed.

Event description:
During a robotic assisted total laparoscopic hysterectomy, surgeon was having difficulty with the kii fios first entry trocar when it was discovered that it was cracked. Trocar was intact and no pieces were missing. Trocar was replaced and case was completed.